Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's current blood glucose was 437 mg/dl and the blood glucose value during the event was 503 mg/dl. The customer did not have any symptom of hyperglycemia. Customer was assisted with troubleshooting. The customer was using the insulin pump within 48 hours of the high blood glucose event. Customer was treated with insulin pump. Auto mode feature was active at the time of incident. Customer also stated that the event occurred after the infusion set was changed. The insulin pump passed the displacement test and the self test. The insulin pump will not return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.